Manufacturer narrative:
(B)(4).

Event description:
It was reported that impedance readings were >40000 ohms. It was determined that 2, 3 and 7 were open circuit electrodes. The stimulator was programmed using electrodes excluding open circuit electrodes. The pt reported good coverage.